Event description:
Event description guidant received information that later in the day of this right ventricular lead implant procedure, a loss of capture was observed. It was reported that during the post-implant x-ray, the patient's arm was raised above his head and pulled on forcefully. Following this, the patient did not feel well (fatigue and fluid retention). Another chest x-ray revealed that the lead had dislodged.